Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No device has been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a navigation device being used outside of a procedure. It was reported that there was a worn out screw on the spine clamp. There was no patient involvement.

Manufacturer narrative:
Upon further review, the initial report should have been filed on the spine clamp instrument and not on the stealth system. The information does not, but has been updated with the proper brand name to reflect the spine clamp. Correction: product information updated to proper value. Inadvertently filed against the navigation system used alongside the instrument. If information is provided in the future, a supplemental report will be issued.